Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol, and misues does not seem to be apparent. There was no known damage prior to the case. The broken instrument has been requested to be returned for investigation.

Event description:
After completing his tibial keel punch, the surgeon removed the 3-5 tibial towerfrom the tibia.after inspecting the tower, it was noted one of the tower fixation spikeshad broken and remained in tibial plateau. A kocher clamp was used to remove the broken spike.therewas a 1-minutedelayin the case, the patient was unaffected, and the case was completed successfully.